Event description:
It was reported that the implant was implanted wrong. The patient alleged the physician implanted twisted wires. It was also in the wrong position. A different physician had to make extra incisions to fix it. The patient alleged the implanter caused her condition to spread. The patient lost her ability to drive due to this. The patient stated that the revision included cutting due to her condition and it caused the muscles ¿and everything into mush.¿ this was after the second revision on (B)(6) 2006. The date of the first revision was unknown/not reported. The patient had a wire sticking out of her incision, due to the physician error. The wires ¿just kind of floated to the top¿ because the patient had no muscles. The leads were stated to not be in the right spot because the wire had come out. The patient stated her body couldn¿t handle the trauma. The patient had not had a revision since (B)(6) 2006. Currently, the patient barely used the stimulator because when she put it on it was very painful and jolted her across the room. The patient stated that this was how out of place the leads were. She only used it in dire circumstances, such as when her condition is so severe that she hit her limit on her medication for the day. Additional information about this event and outcome was requested. If received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was still having problems and had not been contacted back.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377745, lot# j0555602v, implanted: (B)(6) 2005, product type: lead. (B)(4).